Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The doctor found that the distal tip was broken into two pieces and fell into the patient. The procedure was an endoscopic submucosal dissection for an esophagus. One of fragments was retrieved. Another of fragments was not retrieved. The doctor completed the procedure with another device. The patient was hospitalized, but the hospitalization was scheduled before the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device with damaged tip was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, the damage of the distal tip might be caused by decreasing of an adhesive strength between the distal tip and the knife due to a high temperature given to the knife. In addition, it might be caused by excessive load given to the distal tip while the dissection. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.